Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient had developed a pneumothorax, requiring placement of a chest tube. The patient did not have a history of respiratory illness. The targeted nodule was 1.2-1.3 cm in size and located in the left upper lobe on the pleura. A post procedure chest x-ray identified a large pneumothorax; therefore, a chest tube was placed. The physician attributed the pneumothorax to the location of the nodule. The patient was hospitalized for less than 24 hours and then discharged home. Per the physician, there was no issue with the ion system, instrument, or accessory.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .